Event description:
It was reported by repair work order that the footend lift would drift due to a damaged lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.